Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties and a filter and tip detachment occurred. The intended location for treatment was the 70% in-stent restenosed saphenous vein graft. A 190 cm filterwire ez was advanced to the target location. A 4.0x12mm quantum balloon catheter was inserted but would not advance. A 3.5x12mm emerge balloon catheter was advanced but would not pass the proximal segment of the implanted stent. Next, a 2.5x12mm emerge balloon catheter and a 1.5x12mm apex push balloon catheter would not pass the proximal segment of the implanted stent. The physician applied moderate force in an attempt to remove the filterwire ez with the retrieval sheath but encountered difficulty. The filterwire ez lost position and the tip of the device would not move. The basket and the distal tip of the filterwire ez detached in a previously implanted stent. Additional attempts to remove the detached basket and distal tip with non-bsc balloon catheters and non-bsc guide wires was unsuccessful. Damage was noted on several of the previously implanted stents. The patient was taken to surgery. Patient's status is listed as stable.

Manufacturer narrative:
(B)(4) . Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).